Event description:
It was reported that the guidezilla was stripping the stents. A 6f guidezilla ii guide extension catheter was selected for use with a stent. During the procedure, it was noted that the stent placed in the guidezilla showed frayed edges on x-ray. Stent was removed from guidezilla and second stent also showed frayed edges. When the guidezilla was removed, it was observed that the inside of the guidezilla was stripping the stents as they passed through. The procedure was completed with a new guidezilla and the stent was inserted with no further problems. There was no known harm to the patient was reported.